Manufacturer narrative:
H3, h6: the dicom folder was returned for software analysis. The archive contained 6 exams, among them 4 exams(CT-1, rgb-2, other-1 and other-2) were loaded with errors, which could not be used with the navigation system. CT-2 and CT-3 were per protocol. CT-2 was having registration data, and had trace registration with an accuracy metric of 1.5mm with green and yellow zone of accuracy. Few trace points were taken on the loose skin of the nose, so the representative recommended to avoid the loose skin area for collecting trace points, but there was insufficient information to determine root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the system. No issue was found and the system passed the system checkout. Product analysis #(B)(4): (B)(6) 2021 19:08:26 cdt (B)(4) sfdcmnav. Product analysis task update. Workorder name: (B)(4). Analysis summary text: demo/eval unit: false hardware p/f: pass instruments p/f: pass record type: nav system checkout (closed) self test: pass software p/f: pass status: completed does the system perform as intended?: yes. Was stealth autoguide involved?: no. Were hardware parts replaced?: no. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a fess procedure. It was reported that there was an alleged inaccuracy using the balloon and micro-debrider. The anterior seemed to be accurate. The posterior 4mm-5mm inaccurate of the balloon which was touching the anterior wall of sphenoid sinus. It appeared in navigation software to be half way into the sphenoid. Inaccurate touching the posterior wall,¿ it appeared in navigation software to be in the brain. The anterior inaccuracy was approx. 2mm. There was no impact to the patient or delay to the procedure.